Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that left ventricular lead was dislodged. The lead was explanted and replaced.